Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards and cables were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system failed to boot up properly prior to a case. No pt injury was reported.